Manufacturer narrative:
On november 03, 2023, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, a black speck on the anterior shell were observed on the sm hps dv 420cc returned device, the size of the particles was 0.05 mm² (0.0005 cm²). Additional investigation was performed to identify the chemical composition of the foreign matter. The investigation concluded the results show characteristic pdms peaks along ptfe vibrations. In addition, the foreign material presents characteristic fluoropolymer vibrations, presumably from ptfe. Source of origin of the foreign particle remains unknown. The identification and characterization of the pdmsl observed was compared to an existing toxicology report. The assessment concluded that the identified material, will not alter the biocompatibility profile of the finished product. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. According to the manufacturing investigation, the particle embedded in the shell could have originated from ineffective execution of the mandrel blowing step prior to the shell fabrication process. However, with consideration to the manufacturing process and inspection criteria, the particle in the shell is within specification and is not considered a defect. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 21, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 29, 2023, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, a black dot is perceived in the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 420cc mentor smooth round high profile saline breast prosthesis being used in a breast surgery was noted to have a black dot during the pre-operation. It was reported it could not be wiped off or irrigated off. No adverse event was experienced by the patient and no patient consequences or procedural delays were reported.